Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen groshong nxt clearvue catheter with an assembled connector was returned for evaluation. An initial visual observation showed a small amount of use residue on the returned sample. A split was observed in the catheter near the 38 cm depth marker, approximately 5.9 cm distal to the strain relief. A microscopic observation revealed the split was circumferential and mostly straight. The edges of the split were observed to be rough and thin; one edge was especially thin and was observed to be curled around itself. The fracture surface was observed to be slightly concave and granular in texture. While the exact cause of the split in the returned catheter is unknown, possible causes include abrasive damage caused by repeated and/or excessive rubbing of the catheter surface against another surface, material fatigue, and instrument damage. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted via the right basilic vein of right upper arm on (B)(6) 2019. Just after the start of use, leakage from the catheter near the insertion site occurred several times during continuous administration of antibiotics. Therefore, on (B)(6) 2019, approximately 5cm of the catheter was pulled and the catheter was cut to remove the proximal catheter segment including leaked part. After a new catheter connector was connected, no leakage was observed and infusion could perform without problems. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted via the right basilic vein of right upper arm on (B)(6) 2019. Just after the start of use, leakage from the catheter near the insertion site occurred several times during continuous administration of antibiotics. Therefore, on (B)(6) 2019, approximately 5 cm of the catheter was pulled and the catheter was cut to remove the proximal catheter segment including leaked part. After a new catheter connector was connected, no leakage was observed and infusion could perform without problems. There was no reported patient injury.